Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number (B)(4) was unconfirmed as the unit was not returned for evaluation (reference: MDR number 3006260740- 2019-02984).

Event description:
Per tm, probe producing "rain" effect on screen preventing proper visualization.